Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The main keypad assembly was replaced which resolved the issue. After other, unrelated, repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that there was an issue with the co2 tubing. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that an event code was logged in the device's memory which is indicative a device failure that could result in a shock not being delivered, if it were necessary.